Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: vallier, h., hennessey, t., sontich, j. And patterson, b. (2006) failure of lcp condylar plate fixation in the distal part of the femur. The journal of bone and joint surgery, 88-a, 846-853. This report is for an unknown locking screw/unknown quantity/unknown lot. Pertains to stiffness, varus collapse and assistance walking. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article, vallier, h., hennessey, t., sontich, j. And patterson, b. (2006) failure of lcp condylar plate fixation in the distal part of the femur. The journal of bone and joint surgery, 88-a, 846-853. The authors conducted a retrospective study regarding the use of synthes locking compression plate (lcp) condylar plate to treat distal femoral fractures in forty six patients, 19 men and 27 women with mean age 60 years (range, 21-88), during a thirty six month period. At least four locked screws were placed distally. Results were noted as follows. A (B)(6) female (case 5) was treated for an open distal femoral fracture. Postoperatively, the patient reported pain and stiffness. Radiographs showed two screws that were broken at the distal screw-plate interface and five degrees of varus collapse. The patient subsequently had a decrease in pain with additional fracture healing and no further malalignment. At final follow-up she was using a cane for walking outside of her home; knee flexion was from zero to 100 degrees. This is report 10 of 13 for (B)(4). This report is for an unknown locking screw.